Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6)implanted: (B)(6) 2014 : product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2014 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 02-dec-2017, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 02-dec-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they couldn't adjust stimulation. Patient said they would get settings not available when trying to adjust stim for a couple months. Patient said they would try decreasing 0.1 at a time and resetting controller as they'd done before, but would still get that screen. Patient also said they were starting to get a lot of painful cramp type things and didn't think the stimulation was where they needed stim to be. During the call, patient got settings not available on groups c and b. Patient tried group a, and was able to adjust stim. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue and meet with a representative. Additional information received from the patient reported that the leads moved 4-6 vertebra out of the target area. The leads were now not in position to get stimulation to where they needed it. The patient stated that some adjustments were made and found one wire was broken, but they moved some things and it really helped.